Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The manufacturer rep reported the patient presented in the clinic with an alarming pump in 2006. The pump was interrogated and found to be stalled starting two days prior. The pt was asymptomatic and there were no signs of withdrawal. The drug used in the pump is hydromorphone 0.7 mg/ml at 1.16 mg/day. The device was explanted approx three months later and returned to the manufacturer for analysis. The pt is reported to be "doing really well".